Event description:
It was reported that the right ventricular (rv) lead had non-capture at 7.5 volts at 1.5 milliseconds in bipolar and unipolar. Also, there was non-physiological cycle lengths noted on a ventricular high rate episode, but noise could not be recreated with isometrics. The pacing output was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568 implantable pacing lead (B)(6) 2010. (B)(4).